Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, the exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of yeast which normally lives on the skin and inside the body, in places such as the mouth, throat, gut and genital tract. Therefore, the peritonitis may have been related to a patient issue such as a breach in aseptic technique which is often the source of peritonitis infections in pd patients.

Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2021 for an infection. In additional follow-up, the patient¿s pd nurse stated the patient began experiencing abdominal pain on (B)(6) 2021 . Per the nurse, the patient was not seen in the outpatient pd clinic for the issue due to issues with travel accessibility. As a result, over the next few days the patient¿s pd effluent became very cloudy and their abdominal pain persisted. Subsequently, on (B)(6) 2021 , the patient was hospitalized with peritonitis. The patient¿s pd culture (obtained on (B)(6) 2021 ) grew yeast. During hospitalization, the patient was treated with unspecified antibiotic therapy. Additionally, per the nurse, the patient¿s pd catheter (not a fresenius product) was planned to be removed, and the patient was going to transition to hemodialysis. At the time follow-up was completed, the patient remained hospitalized. No further information about the hospitalization was known. The nurse stated cause of the peritonitis event was unknown. However, it was reported the patient did not have any fluid leaks or issues with any fresenius device, or product in relation to the event.